Event description:
It was reported that attachment was not holding burr. It was reported that there was no patient involvement.

Manufacturer narrative:
H3:evaluation could not reproduce the reported malfunction of attachment not holding burr. It was also noted that there was no bear ing at tube distal making the burr to wobble during testing. Aware date is based on the date of product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: evaluation could not reproduce the reported malfunction of attachment not holding burr. It was also noted that there was no bearing at tube distal making the burr to wobble during testing. Product analysis was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that attachment was not holding burr. It was reported that there was no patient involvement.